Manufacturer narrative:
The aic device has been returned for evaluation but has not yet been evaluated. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The complainant reported that during inservice while walking through steps for preparation, the automated impella controller (aic) would not recognize the purge cassette disc. Another purge cassette was attempted with no success. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag.